Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had the stimulator for 6 years and it never worked until about a month ago. Patient ran into a rep who was a miracle worker. The rep punched in a couple things and patient got up out of their wheelchair and walked down the hall of the hospital 3 times. Patient got home and it worked for a week and now when they try to turn it on they get the message settings not available cannot provide your desired intensity settings. Patient noted they had 3 different groups with group a having 1 through 4, group b with 1 and 2, then group c with 1 through 3 and they all said the same thing. During call when asked pt verified they had a recent fall. The patient was redirected to their healthcare provider to further address the issue. Patient then met with the rep. The pts stimulator never worked so they met with a surgeon to see if they could fix the pts back and the surgeon said no they could but it would take a year and it probably would not work. Additional information from the patient indicated that some portions of the thing in their back were probably not working and the manufacturing representative (rep) would try to work around them. After several minutes of the rep working his "instrument" they said that they could walk and walked 3 times up and down the hospital hallway. The patient was to meet with the hcp in (B)(6). They noted that after the settings not available message and making adjustments, they got very little relief. The issue is not resolved. The patient weighed 234 lbs.